Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a zip-fix gun is broken and will not tension. It was reported that the zip-fix gun was not working and seemed like the springs had broken before it was used for the case. The second zip-fix set was then opened and used for the patient. No patient was involved this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the investigation it was found that the nut component which holds the tension limiting spring in the instrument is loose. Therefore, the tension limiting spring was not more in place to limited as per the design intent the tension applied to the implant. The complaint is closed by product development as valid. Note: the loosening of the ¿nut¿ component has been addressed previously with (B)(4) and implemented may 2013. A manufacturing investigation was conducted. The report indicates that the device was produced and distributed in september 2011. Our investigation shows that the nut component which holds the tension limiting spring in the instrument is loose. The manufacturing documents of this device were reviewed and no complaint related issues could be detected. We have forwarded the complained device to the responsible product development engineer for further evaluation. Due to the missing nut, the tension limiting string was not more in place and led finally to the malfunction of the device. The production process was improved in may 2013, introducing loctite to lock the nut, which holds the spring, in place. Therefore, since the complained part was produced in september 2011, the complaint condition was possibly a result of a design deficiency that has been addressed by (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.